Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2025 and suture was used. It was reported by the employee that the surgeon was closing the subcutaneous layer of tissue and one needle popped off easily as he was suturing. No additional intervention was needed. Product returning. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 5/12/2025. H6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - were there any adverse consequences associated with the patient? - could you kindly provide the lot number, please? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: everything I had was shipped using the labels I was provided. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture piece and one winding former were received for analysis. The product code sxpp2b409 is double armed. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined and the end was noted to be cut probably by a surgical instrument. Additionally, the another needle or suture piece were not returned for evaluation. The product code sxpp2b409 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Four photographs were provided, showing a box with a tracking label. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off - suture needle. Were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.